Manufacturer narrative:
We have verified that the reported lot number is part of the u by kotex sleek tampons, regular absorbency 2018 recall. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported upon removal the tampons fell apart. She experienced discomfort during tampon use, itching and burning vaginal pain, mild discharge and odor. She sought medical attention and was diagnosed with a yeast and bacterial infection. She was prescribed diflucan and antibiotics. Her symptoms have now resolved.